Event description:
The husband of the patient reported that the patient was involved in a car accident in 2007. The patient was found unconscious and was taken to the hospital. Her blood glucose measured 216 mg/dl. The husband stated, that it did not appear the car accident was caused by elevated blood glucose, but the physicians had not yet made a decision in the matter. While at the hospital, the patient was either on an insulin drip or she was given insulin injections. She was just recently placed back on her infusion device. The husband was not able to provide further details. He stated that the patient was in "bad shape" and she currently has a trachea tube and is not able to speak. Product was replaced and requested to be returned for evaluation.